Manufacturer narrative:
Product analysis summary: kinks were evident on both the hypotube and the distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 14th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a severely tortuosity, mildly calcified lesion exhibiting 80% stenosis with a tight curve in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was not used during delivery. It was reported that the stent could not be delivered to the lesion. When the device was removed from the patient one of the stent struts were lifted. The procedure was completed using a resolute onyx 2.5 x 22mm device. The patient is alive with no injury.

Manufacturer narrative:
Date received by manufacturer - 2019-07-31 (original notify date). If information is provided in the future, a supplemental report will be issued.